Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 102 mg/dl. No further details given.

Manufacturer narrative:
Findings: passed displacement test. Cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube clip, cracked belt clip slot, cracked reservoir tube,cracked reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.